Manufacturer narrative:
It was reported that the event occurred some time between (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that before changing the perfusion bag, air bubbles were present in the tubing of a cadd® administration set. The fault was noticed when the pump alarmed and displayed the message: "air bubbles in tube". The tubing was purged, but the bubbles then appeared in the cassette. No injury was reported.

Manufacturer narrative:
One smiths medical cadd® administration set was returned for analysis without original packaging. No abnormality was detected upon visual inspection of device. Functional testing was performed by infusing water through the set and connected to a cadd solis pump; no problems identified by priming the tubing and by running the pump. A sample of 32 units were taken for visual inspection to verify for any damages, workmanship defect and solvent bonds; finding no discrepancies. Accuracy testing was performed on four samples using balance melted toledo; no discrepancies found. Root cause cannot be determined since the complaint was not confirmed due to the fact that the sample was tested and no difficulty priming tubing and no air was detected.